Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer handpiece stopped working. The battery pack was taken off for a hard reset multiple times and was no longer functional. Surgery was completed with another device. There was no report of pt injury, medical/surgical intervention or surgical delay associated with the reported event.